Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'full battery backup may not be available' message. There was no delay. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5 and h6. The field service representative (fsr) replaced the base batteries. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.